Event description:
The initial reporter received questionable ca2 calcium results from two patient samples tested on the cobas 8000 c702 module. Sample 1 the high result was 2.400 mmol/l. The low result was 1.690 mmol/l. Sample 2 the high result was 2.200 mmol/l. The low result was 1.560 mmol/l.

Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The field service engineer (fse) changed the gear pump head and adjusted it to the correct specifications. He checked the probe alignments, exterior wash, and laundry levels. He decontaminated two vacuum tubes due to visible bacterial growth and repaired a split laundry tubing. He performed a hardware check. The investigation determined the event was due to insufficient service maintenance after service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.